Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a varipulse¿ bi-directional catheter and the patient experienced st elevation that required medication. St segment elevation was noticed right after a catheter exchange. Ablation had been completed on the pulmonary veins and when the octaray catheter was advanced into the body for a post-map, the st elevation was noticed and confirmed on the 12-lead ECG (electrocardiogram) signals displayed on the carto 3 system and the recording system. The medical intervention provided was that about 160 micrograms of nitro was administered to the patient and the st segment elevation resolved. The procedure was continued and completed. The patient fully recovered.